Manufacturer narrative:
The pro7300b hall 50 oscillating saw battery handpiece was returned to conmed for evaluation on 02-may-2016. Visual inspection of the handpiece found the unit was received with the "mode switch lever and the spring pin" detached from the handpiece. Both parts were returned and this confirmed the reported problem. There was no other defect noted. Once the components were replaced, performance testing found the unit performed to specifications and passed all functional testing with no problems noted. This handpiece was manufactured on 19-jan-2015 with the last service/repair dated 09-nov-2015. In this instance, the handpiece is approximately 16 months old when this reported problem occurred. The exact cause of the components detach was unable to be determined at this time. A 2-year review of the device history found no other similar complaint received. To date, there have been no serious injury or death related to the reported problem of "component detached". This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of injury to the patient, the handpiece instruction manual provides the following precautions and warnings: - handle all equipment carefully. If the handpiece is dropped or damaged in any way, return it immediately for service. - prior to each use, perform the following: · inspect all equipment for proper operation. · ensure all attachments and accessories are correctly and completely attached to the handpiece.

Event description:
The user facility reported that during use of the pro7300b hall 50 oscillating saw battery handpiece in a total hip arthroplasty procedure, the "safe switch lever and a ring-shaped part fell off the handpiece" and went into the surgical site. Reportedly, the parts fell off just as the surgeon was preparing to cut the femoral neck. Both the safe switch lever and a ring-shaped part were recovered with no problems noted. Another set of power handpiece was used to complete the procedure as planned with no further complications or patient injury. This report is filed on the basis of potential for patient injury with recurrence.